Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl with a small level of ketones. An insulin injection was administered to address the bg level. The customer had changed the supplies on the pump one time. Tandem technical support had the customer performed a system check using the current supplies and the occlusion appeared to be possibly related to the cartridge. The customer decided to change the infusion set tubing.